Event description:
On january 11, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: diagnosed as suffering from type 1 latex allergy. Sometime after 01/01/1997 plaintiff first discovered that her health was at risk as a result of working in an environment in which allergenic latex gloves were in use.